Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing was defective and leaked from the hub below the pump segment during use. The following information was provided by the initial reporter: "writer was priming IV tubing with ns in preparation of chemotherapy use. Noted a continuous drip in the drip chamber of the tubing despite roller clamp being engaged. Upon inspecting the tubing, writer discovered a drip originating from the blue hub immediately below the pump segment. Faulty tubing disconnected from ns bag, new tubing engaged to ns bag; no drip noted from new IV tubing."

Event description:
It was reported that the as lvp 20d 3ss cv tubing was defective and leaked from the hub below the pump segment during use. The following information was provided by the initial reporter: "writer was priming IV tubing with ns in preparation of chemotherapy use. Noted a continuous drip in the drip chamber of the tubing despite roller clamp being engaged. Upon inspecting the tubing, writer discovered a drip originating from the blue hub immediately below the pump segment. Faulty tubing disconnected from ns bag, new tubing engaged to ns bag; no drip noted from new IV tubing."

Manufacturer narrative:
Correction: the catalog# was updated, and the following fields have been corrected: b.5. Describe event or problem: it was reported that the as lvp 20d 3ss cv tubing was defective and leaked from the hub below the pump segment during use. D.1. Medical device brand name: as lvp 20d 3ss cv. D.2. Medical device catalog#: 2426-0007. D.2. Medical device lot#: unknown. D.4. Medical device expiration date: unknown. D.5. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary one sample model 2426-0007 was returned for investigation by the customer. The set was examined for defects and abnormalities. A rip at the top of the tubing pumping segment was found. When the roller is activated and a liquid is infused by the smartsite below lower fitment component it creates a bubble on the silicone tubing which can damage the silicone segment causing a leak. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv tubing was defective and leaked from the hub below the pump segment during use. The following information was provided by the initial reporter: "writer was priming IV tubing with ns in preparation of chemotherapy use. Noted a continuous drip in the drip chamber of the tubing despite roller clamp being engaged. Upon inspecting the tubing, writer discovered a drip originating from the blue hub immediately below the pump segment. Faulty tubing disconnected from ns bag, new tubing engaged to ns bag; no drip noted from new IV tubing."